Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: broken handpiece cable or conductors inside, no power from the console, broken traces on the membrane switch causing it to work intermittently, membrane switch is corroded due to insufficient rtv, console not delivering power to shaver. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that the device was not working during a procedure. Additional information alleged that the device would not turn off when needed. There was an extension of surgery time, but no adverse consequences were noticed.

Event description:
It was reported that the device was not working during a procedure. Additional information alleged that the device would not turn off when needed. There was an extension of surgery time, but no adverse consequences were noticed.

Manufacturer narrative:
Additional information was acquired alleging a new failure mode thus the awareness date has been updated. The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Broken handpiece cable or conductors inside, 2. No power from the console, 3. Broken traces on the membrane switch causing it to work intermittently, 4. Membrane switch is corroded due to insufficient rtv and/or 5. Console not delivering power to shaver (refer to rsk478 rev. P). The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.